Event description:
Event occurred in 2008 consisting of separation of the distal catheter shaft in the superior sagittal sinus requiring removal with a snare. Physician thought event did not adversely affect the pt outcome. A 4-day postpartum female presented with preeclampsia, thrombus completely occluding in the superior sagittal sinus extending through the jugular vein, and cerebral arterial bleed. Prior to the procedure, pt was in seizure and eyes were dilated; neurologist stated that the brain was prolapsed and the pt had no chance of survival without urgent intervention and only 10% chance with intervention. Access was gained through right femoral vein, shuttle or destination 6fr sheath extended into the jugular, and an 0.014" wire placed into sagittal sinus with great difficulty due to tortuous anatomy and tough thrombus. Attempted access with xvg catheter, but could not advance past acute right bend at distal end of sheath. Spiroflex was primed and advanced into sagittal sinus with great difficulty. Attempted thrombectomy, but persistent check saline alarms prevented operation. Catheter fractured during withdrawal. Interventionalist used snare to retrieve the distal catheter portion, again with great difficulty due to tortuous anatomy and tough thrombus; retrieval took five hours during which time the interventionalist used the snare and tpa to loosen the clot and gain access to the distal catheter shaft. Interventionalist was then able to advance an xvg catheter into the sagittal sinus and restore patency. The pt continued to deteriorate and died due to the presenting brain injury.

Manufacturer narrative:
Event occurred in 2008 consisting of separation of the distal catheter shaft in the superior sagittal sinus requiring removal with a snare. Physician thought event did not adversely affect pt outcome. Catheter examination by the manufacturer revealed a kink and fracture several millimeters proximal to the rapid exchange guide wire port with approx 6 inches of stretched catheter shaft. This indicates that the catheter guide wire port was extended beyond the end of the sheath, allowing the unsupported catheter shaft proximal to the guide wire port to kink while being advanced against great resistance, thus resulting in a break in the high pressure saline supply tubing, and then as the catheter was withdrawn, the kinked shaft caught on the sheath tip, stretched approx six inches and separated. The reported check saline alarm is also consistent with a sharp kink resulting in a break in the high pressure saline supply tubing. Superior sagittal sinus thrombectomy is an off-label use of the angiojet system, but the physician decided that urgent intervention was required. The product instructions for use cautions states "caution: if resistance is felt during the advancement of the thrombectomy set to lesion site, do not force or torque the catheter excessively as this may result in deformation of tip components and thereby degrade catheter performance." In addition, exposing the catheter shaft beyond the rapid exchange guide wire port was necessary in this case due to the length of the anatomy and because a rapid exchange catheter was the only available option. We conclude that there was no deficiency in the device or labeling. Device fracture requiring intervention to retrieve is MDR reportable. There is an unusual event; no further actions are warranted at this time.